Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the welded nut that the seat post threads into broke from the seat post receiver in the base frame. Also, the seat back adjustment lever is broken. MDR filed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the welded nut that the seat post threads into broke from the seat post receiver in the base frame. Also, the seat back adjustment lever is broken. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51psemiblue, serial number/date code (B)(4) is approximately 1 year 1 month old. The owner's manual part number 1125085 rev. J (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial pr #(B)(4) issued MFR report #3004493922-2012-00413 indicating the model # as (B)(4) and the serial number as (B)(4). These items needed to be switched. The model # is (B)(4) and the serial # is (B)(4). (B)(4). No RMA has been initiated for this issue. Model (B)(4), serial number/date code (B)(4) is approximately 1 year 1 month old. The owner's manual part number 1125085 rev. J (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.